Manufacturer narrative:
Clarification to h6: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported that a patient who was previously injected with juvéderm volbella with lidocaine into the lips and later with [unspecified] harmonyca into the jaw, has experienced inflammatory granulomatous lesions. This was confirmed by a biopsy which showed that the granulomatous lesions developed around a foreign body histologically, corresponding to hyaluronic acid. The hcp stated that there are nodules on the jaw, around the mouth and "on dark circles" and feels that the products may have migrated. The patient will see their injector for hyaluronidase injection. Symptoms ongoing/unresolved. This record captures events relating to juvéderm® volbella¿ with lidocaine.